Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 3 open samples with the needle detached from the thread and the thread still wound on the pack. However, without closed samples a proper analysis cannot be performed. Nevertheless, considering that the units received were unused (the thread was still wound on the pack) we cannot consider the case as an isolated unit and we will close the complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needles came off. When the customer grabbed the needle, it came off 3pcs continuously. These products were new and could not be used. No further information has been received.